Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator intermittently failed the pressure transducer test during pre-use check (automatic function check that is run before connecting the ventilator to a patient). There was no patient involvement. (B)(4).